Event description:
Baxter reported an elderly patient who had been admitted to the hospital in 2007 and claimed that she had gone deaf in her left ear because the infusion pump at her bedside emitted a continuous piercing sound. Reportedly the local complaint coordinator (lcc) has forwarded a medicinal form to obtain additional information. No further information is available at this time. Note: the hospital contact implied that the nursing staff member taking care of the patient was no longer with the hospital as there were performance issues with that staff member. They also indicated that it may be difficult to get further details of the scenario that occurred with the pump at that time.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested, but has not been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.